Event description:
As reported by the legal brief, the patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: the patient requested implant records, however, the facility was unable to provide these as they do not exist at the facility. The following additional information was received per medical records: a CT scan of abdomen and pelvis was completed approximately 16 years post filter implantation revealing the filter struts penetrate the wall of the ivc into the pericaval/mesenteric fat. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 16 years post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient also reports suffering from chest pain.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth). Section b3 (event date). Section b4 (event description). Section g4 (date received by the manufacturer). Complaint conclusion: as reported, the patient underwent placement of an unknown cordis vena cava filter. The indication for the filter placement was not reported. Approximately sixteen years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter was located below the renal veins and filter struts had perforated the wall of the inferior vena cava (ivc) and into the pericaval and/or mesenteric fat. The patient further reported having experienced chest pain associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported chest pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown; stated to be approximately 2002. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a cordis vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had perforated the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.